Event description:
A site representative reported that the surgeon could not finish placing screws with navigation due to an alleged navigation inaccuracy. After placing several screws successfully, an accuracy check revealed greater than 5mm discrepancy. The surgeon chose to place the remaining screws without the use of navigation. There was no reported impact to the outcome of the patient.

Manufacturer narrative:
Patient sex was not provided by the site. A medtronic representative went to the site to test the equipment. The hardware, software, and instruments passed the system checkout. Multiple test scans were performed to verify accuracy of the data acquired by the imaging system after it was transferred to the navigation system. The system performed as intended and the reported event could not be duplicated by medtronic personnel. After going over the details of the issue with the personnel actually in the case, it appears (and accuracy verification corroborates) that the fault was not with the navigation or the imaging system. The most likely root cause was that the spine reference frame was moved from its position after the scan was acquired. This could have been an unintentional "bumping" or possibly a loose frame seat. The site has requested, and has been given, a quote to replace both of these frames. This information has been communicated to the site and there have been no further reported issues.